Event description:
Initial information was received from a chiropractor who is also the consumer on 09-oct-2009: a female initiated therapy with unknown amount of injectable poly-l-lactic acid (sculptra, lot # and expiration date unknown) on two separate dates in 2006 for filler in the cheek area alone to secondarily help with frown lines. Beginning in 2009, she noticed the migration of the filler, especially as it moved closer to her eyes. She stated that she had been breaking out across the treatment area, and migration path which resulted in wrinkling, pitting acne and a dimply appearance. She was treated with triamcinolone acetonide (kenalog) cream in an attempt to shrink it, but it has not responded to the medication. Concomitant medications and medical history was not provided. No further relevant information reported.